Manufacturer narrative:
Updated fields h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The customer reported a fiber optic failure during insertion at start up. The product was returned with the membrane completely unfolded and blood found on the exterior. No damage was observed on the outside of the iab. The fiber optic sensor was found broken approximately 7.8cm from the iab tip. The reported failure was confirmed by a evaluation, a fiber optic break was found. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that the sensation plus 50cc had fiber optic (fo) failed during insertion at start up, switched to catheters. No harm or injury to the patient was reported.